Event description:
A customer contacted baxter's technical service regarding an alarm with the homechoice (hc) machines in all cycles. During troubleshooting with the technical service representative (tsr), the home patient (hp) mentioned that in 2008, he had drained 3700 ml. The hp reported that he had no indication of any signs or symptoms of overfill. The hp's largest prescribed fill volume is 2200 ml. It was noted that the patient uses tape on several places on his body to bring the patient line from left to right and then back to the left. The tsr advised the hp not to use tape or, if he is going to, to apply the tape loosely to avoid pressure. The hp voiced understanding. There was no patient injury or medical intervention associated with this report.